Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was rescheduled for an ipg replacement procedure to improve the patient¿s pain relief.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.